Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: b3: exact date of event is unknown; event occurred sometime in 2024.

Event description:
It was reported that ria 2 reamer head snapped in the patient intra operatively. It is unknown if surgery was delayed due to the reported event. It is also not known if procedure was completed successfully. It is not known if fragments were generated or not.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that '( 03.404.016s,reamer head f/ria 2 ø10) had broken. The observed condition of the device was consistent with reamer heads breaking because of deviation from the recommended surgical approach of 10 degrees. Since the device was not returned, a dimensional inspection cannot be performed. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for reamer head f/ria 2 ø12 . The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): manufacturing location: supplier ¿ mark two engineering / inspected and packaged by: monument release to warehouse date: 29-mar-2024 expiration date: 31-jan-2034 part number: 03.404.016s, 10.0mm reamer head for ria 2 sterile lot number: 9766p34 lot quantity: 50 this lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.